Event description:
Alleged event: healthcare professional reported, "rupture with a nodule found around the area of rupture" via ultrasound and mammogram of a non-(B)(6) device. This record is for the left side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).